Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
Six month post-op x-rays revealed an arsenal set screw had backed out of position. The patient is asymptomatic and will not require revision at this time. The arsenal fixation system was originally implanted on (B)(6) 2016.